Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call blank display anomaly on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting was performed. Customer advised the insulin pump was exposed to moisture which resulted the display to go blank. Customer reported there was fluid under the lcd display. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to severe corrosion on electronic board stack. Unable to perform self test, off no power test, unexpected restart error test, displacement test or current measurements due to blank display. Insulin pump received with moisture damage on motor assembly and moisture damage on force sensor resistance.